Event description:
During follow-up a wide qrs complex was also observed and was resolved by device reprogramming.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient presented with dyspnea and palpitations during follow-up. Phrenic nerve stimulation was noted during device interrogation. The device was reprogrammed, which resolved the issue and the patient was in stable condition.